Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, d4, d6a, h6.

Event description:
Healthcare professional reported left side deflation, "leak at the junction of the anterior patch (for the port) and shell in the superior pole of the tissue expander" and confirmed during surgery it was "not a leak due to missing the port with a needle but rather a failure/tear of the device". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, "leak at the junction of the anterior patch (for the port) & shell in the superior pole of the tissue expander" and confirmed during surgery it was "not a leak due to missing the port with a needle but rather a failure/tear of the device". Device was explanted and replaced.